Event description:
The contralateral wire was unable to be advanced; therefore, the physician performed a wire exchange. This procedure was reported to have been successful. The device delivery catheter could not be removed through the ipsilateral limb after the endograft was deployed. The delivery catheter handle was dismantled to facilitate successful removal of the delivery catheter.